Event description:
It was reported that the customer received a no delivery alarm as the customer was attempting to prime the tubing. The customer stated that the insulin pump primed 2.7 units and then alarmed no delivery. The customer tried the process again and the same incident occurred again. The customer took the tubing off, tried again, and it worked. Advised that a replacement reservoir would be sent and to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.